Manufacturer narrative:
There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. No additional information was available. This is one of two products used during the same procedure. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) after pre-dilation with a 4 mm cutting balloon, the physician delivered the aviator plus 5.0 x 40 balloon catheter (complaint product #1) to the common femoral artery (cfa) target lesion. The balloon catheter ruptured at 12 atmospheres during the initial inflation. The physician used another balloon catheter to complete the procedure successfully. The physician then pre-dilated the superficial femoral artery (sfa) target lesion with a 4 mm cutting balloon. The physician then delivered an aviator plus 5.0 x 20 balloon catheter (complaint product #2) to the target lesion but the balloon catheter ruptured at 14 atmospheres. The product was successfully removed from the patient and a smart control 7 x 40 stent was implanted successfully at the target lesion. The approach for the procedure was from the left femoral artery (lfa). The sfa and cfa target lesions were reported to be heavily calcified and non tortuous with a 100% stenosis/chronic total occlusion (cto). There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no information provided regarding contrast or the contrast to saline ratio used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. There was no additional information available. (B)(4): the product was returned for inspection. A non-sterile aviator plus 5.0mm x 40mm, 142 cm was received coiled inside a plastic bag. The balloon was observed inflated and deflated; it was detected a blood's residue and the balloon presents an axial burst. No anomalies in both mb were noted. No other visual anomaly was observed on the received unit. Functional test per (B)(4) was not done due to balloon conditions. A scanning electron microscope was performed to the balloon and the results showed that the balloon external surface exhibited no evidence of damage. The balloon internal surface exhibited evidence of minor scratches. The exact cause of the balloon leak could not be conclusively determined. The distal marker band exhibited evidence of cracking; the exact cause of mb cracking cannot be conclusively determined. The secondary failure for mb crack bares no relation with the reported complaint. A review of the manufacturing documentation associated with this lot presented the following; (B)(4). The lot was released and the (B)(4) was closed. This (B)(4) bares no relation with the complaint or secondary failure. The balloon burst at/below rbp failure reported by the customer was confirmed; however, the exact cause of the balloon burst could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. For the secondary failure for mb cracked, the cause could not be determined, a 100% inspection is performed for mb damage after swaging process; however this inspection is performed at 16x with microscope and the sem was performed with higher magnification. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available it is not possible to draw a clinical conclusion between the first device and the event. However, vessel characteristics and procedural factors may have contributed. The second device showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the rupture. Neither the analysis of the cracked markerband nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. There is not enough information to draw a clinical conclusion between the device and the event. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) after pre-dilation with a 4 mm cutting balloon, the physician delivered the aviator plus 5.0 x 40 balloon catheter (complaint product #1) to the common femoral artery (cfa) target lesion (tl#1). The balloon catheter ruptured at 12 atm. During the initial inflation. The physician used another balloon catheter to complete the procedure successfully. The physician then pre-dilated the superficial femoral artery (sfa) target lesion (tl#2) with a 4 mm cutting balloon. The physician then delivered an aviator plus 5.0 x 20 balloon catheter (complaint product #2) to the target lesion but the balloon catheter ruptured at 14 atm. The product was successfully removed from the patient and a smart control 7 x 40 stent was implanted successfully at the target lesion. The stent was post-dilated using another balloon catheter. An abbott inflation device was used for the procedure. The approach for the procedure was from the left femoral artery (lfa). The sfa and cfa target lesions were reported to be: heavily calcified, not tortuous, and a 100% stenosis/chronic total occlusion (cto). Addendum: product analysis revealed a secondary failure of the distal marker band being cracked for complaint product #2 (catalog #4245040w/lot #15297911).